Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the emergency room, the right ventricular pacing lead impedance had gradually increased. The rep disabled tachycardia therapies. The lead was capped. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the emergency room, the right ventricular pacing lead impedance had gradually increased. Noise was observed in the electrogram without provocation. The rep disabled tachycardia therapies. The lead was capped. No further information is available.